Event description:
It was reported that the therapy was suspended; a magnet was positioned over the pump on (B)(6) 2014. The severity of the event was noted to be ¿severe¿. The outcome of the event was reported as ¿ongoing event¿. The device system was delivering morphine, bupivacaine, and clonidine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).